Event description:
Per the clinic, the abutment was removed on (B)(6) 2013 to facilitate treatment of an infection. During the procedure, a local anesthetic was injected.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the surgeon, the patient underwent revision surgery to place a new abutment on (B)(6) 2013. During the same surgery, the site was irrigated with a bacitracin solution and ancef was intravenously administered (dosages not reported). On (B)(6) 2013, the patient underwent a skin excision surgery due to skin overgrowth near the abutment. During the same surgery, the site was injected with kenalog (dosage not reported), and then a longer abutment was placed. The patient was prescribed oral antibiotics (dosage not reported). This report is filed (B)(4). Implanted fixture remains.